Manufacturer narrative:
An empty plastic bag, with no device or components included, was returned for analysis. No investigation or root cause analysis could be conducted given that no complaint sample was returned. As reported, the reported event could not be verified and/or confirmed with confidence, therefore, no further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. Smiths medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.

Event description:
It was reported that in the emergency room a nurse inserted 18g IV into patient's left antecubital fossa. IV infiltrated. Labs drawn off it. While trying to remove IV catheter, catheter got stuck. Medic at the bedside started to pull catheter out. Part of catheter tip appears to have sheared off into the vein. Catheter measured and approximately 6mm of catheter is believed to be left inside of patients arm. Surgeon successfully removed approximately 0.3cm of retained catheter. No complications and patient was discharged the next day.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed, an empty plastic bag, with no device or components included, was returned for analysis. No investigation or root cause analysis could be conducted given that no complaint sample was returned. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.